Manufacturer narrative:
Analysis summary: the reported vessel occlusion could not be assessed on the pre-implant films provided. Post-implant CT¿s or angiograms showing the vessel occlusion were not available for review and the stent graft in-vivo configuration could not be evaluated. The cause of the reported occlusion was most likely related to the patients diseased anatomy (calcified, aneurysmal and tortuosity) that was observed on film. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting and a previous history of pad. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: etlw1610c156e, serial/lot #: (B)(4), ubd: 18-mar-2022, UDI#: (B)(4). Product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 17-jun-2021, UDI#: (B)(4). Product ID: etlw1620c156e, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). Product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 23-sep-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. A 16x16x93 endurant limb was implanted in the ipsilateral limb on the right side extending into the right external iliac artery. A 16x10x156 endurant limb was then extended into the reia after coiling of the riia. It was reported that that day of the procedure, the patient experienced acute ischemia of the right leg. At first it was thought to be as a result of a complication with the non-mdt suture closing system used in the patient. Once brought to or it was noted there was no issue with this. There was noted to be no flow through the right iliac limb. Intervention was carried out and a left to right fem-fem bypass was performed. A large amount of thrombus was noted in the right femoral artery occluding the origin of the profundal artery. The patient's superficial femoral artery (sfa) was chronically occluded. An endarterectomy of the common femoral and origin of the profunda was performed. Once the fem-fem bypass was completed, blood flow was noted through the profundal femoral artery but the foot did not improve. The physician did a 4 compartment fasciotomies that demonstrated non-contractile muscle and an angiogram that confirmed a patent but diseased popliteal and tibial-peroneal trunk. The left great saphenous vein was used for a right femoral-below knee popliteal bypass but the popliteal artery was noted to be heavily diseased and the bypass did not successfully proceed. The distal anastomosis was revised and moved to the posterior tibula which was approximately 1 mm and heavily diseased. It was too small to sustain the bypass. The procedure was then aborted at this point. The patient was taken to ICU and reportedly never regained motor/sensory function of the foot. A right below the knee amputation (bka) was performed three days post the index procedure. As per the physician the cause of the event was anatomy. It was reported that the ultimate cause was severe peripheral vascular disease of the right lower extremity and noted the anatomy was too diseased to repair. No additional clinical sequelae were reported and the patient will be monitored.